Event description:
It was reported there was a pocket revision to move the pump because the patient had gradually lost 60 pounds and had a spinal compression. When the patient would lean over, the pump rubbed against the patient¿s ribs. It was not known when this began. Additional information received reported the system was being used to deliver dilaudid. The pump was moved more medially.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# j11291r41, implanted: (B)(6) 2003, product type: catheter. (B)(4).